Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt had received a system error 2240 alarm and subsequently cycled the power on/off several times on the homechoice machine, and started a new therapy using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.